Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the heavily calcified, right superficial femoral artery (sfa) lesion. Upon balloon inflation to 10 atmospheres (atms), the balloon burst due to calcification. The device was removed and another armada catheter was used successfully. The patient is in fine condition. There were no adverse patient effects and there was no reported clinically significant procedural delay. There was no additional information provided.